Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient experienced ineffective stimulation. As result, the patient underwent surgical intervention where in an additional lead was added. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.